Event description:
It was reported that a patient underwent an unknown spinal procedure. Approximately 2 months post-op, it was reported that the patient complained of back pain. X-rays showed that a screw was broken. The patient underwent a revision to replace the broken screw. No further details are known at this time.

Manufacturer narrative:
Additional information: lot # added.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms screw breakage at approximately ~3 threads from the bone screw head. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Significant damage and smearing noted to both broken off portions of the bone screw. The lower broken damage of the bone screws are consistent with typical explantation technique. Fracture surface examination identified some evidence of cyclic fatigue, with ratchet marks and progressive convex striations emanating away from the origin of initial fracture propagation as noted. The remaining area of the fracture surface is too damaged to allow further analysis. Dimensional examination confirmed conformance to print specification of the bone screw diameter at the base of the head. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.